Event description:
This is being filed as during deployment of the mitraclip, it was difficult to release the clip from the device. Although there was no adverse patient effect, a difficult to deploy clip has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, as the clip was being deployed onto the mitral valve leaflets, the actuator knob was pulled out of the device handle approximately 4-5cm rather than the 0.5-1cm as expected. The clip did not immediately release from the clip delivery system (cds). After some manipulation of the actuator knob (pushing it back and forth, and turning it less than 1/2 a turn in each direction), the clip released from the cds and was deployed. The functional mitral regurgitation grade was reduced from 4 to 1. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Estimated age. The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The clip delivery system (cds) was reported as being discarded. The analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for the reported difficulty deploying the clip and the actuator knob being retracted further than expected are, but not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during the procedure) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history record confirmed this device met all in-process and final acceptance activities, including verification that the clip functioned as intended. There were no manufacturing nonconformities issued to the reported lot. A query of the electronic complaint handling system identified no other incidents reported from this lot. There were no reported device issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. There is no indication that the manufacture of the device contributed to the reported event. With respect to the patient condition and procedural conditions, the difficulty deploying the clip and actuator knob being retracted further than expected may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device or user technique (excessive curves applied to the device by the user). The information provided in the case details stated the patient anatomy was not considered to be challenging. During the procedure, it was noted that the cds sleeve may have been curved more than 90 degrees in order to obtain the correct angle of the clip towards the annulus. If the sleeve is curved more than 90 degrees at any point, this can place additional tension on the system during the procedure which could contribute to difficulty deploying the clip. In this case, because the clip deployed following troubleshooting maneuvers, this information suggest that the coupler was likely unthreaded from clips threaded stud and retracted far enough to allow the l-lock tabs to close to deploy the clip. It is possible that there were procedural interactions (the sleeve being curved more than 90 degrees and/or anatomical conditions) which resulted in increased tension on the system, such that the clip would not initially disengage from the l-lock assembly and therefore contributed to the difficult to deploy; however, this cannot be confirmed. Regarding the actuator knob retracting 4-5cm beyond the release pin groove (more than expected), this was likely due to tolerance stack up of the coupler and compression coil. This coupled with the user continuing to retract the knob could cause the coupler to be pulled inside the compression coil and thus cause the actuator knob to retract more than what is expected by the user. This is not an issue with the device and would not have contributed to the difficulty deploying the clip. The reported actuator knob retraction issue appears to be related to user technique; however, the device was not returned for analysis, the cause for the difficult to deploy could not be confirmed. Although a definitive cause for the difficult to deploy cannot be determined, there does not appear to be any indication of a product quality deficiency. As indicated above, the sleeve may have been curved more than 90 degrees in order to obtain the correct angle of the clip toward the valve. It should be noted that the mitraclip system instructions for use cautions, do not deflect the sleeve more than 90 degrees of tip deflection with the sleeve knobs.